Event description:
Reference number (B)(4) event occurred in finland. It was reported that patient faced infusion set tape was not as sticky as usually and started coming off before intended time event on (B)(6) 2026. No further information available.